Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had not used the device in quite some time. They did not feel like it was helping much anymore. The ins and the leads were explanted (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to at least one confirmed previous overdischarge. If information is provided in the future, a supplemental report will be issued.